Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead oversensed noise resulting in pacing inhibition. No changes or intervention was performed. There were no patient consequences.